Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display was scratched. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a display issue.

Manufacturer narrative:
Follow-up #1 date of submission 07/13/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/25/2015 with the following findings: during investigation, the pump display lens was found to be scratched. The display screen was not damaged. Unrelated to the complaint, investigation revealed a crack in the battery compartment.